Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer enhanced due to controller board issue. The field service engineer was able to resolve the issue by replacing the controller board on 3-2. The system functioned as intended after the field service engineer troubleshooted the device. A supplemental will be created if additional information is received from the customer.

Event description:
It was reported by the customer that a pyxis medstation es system had auxiliary 3.2 was not detected on the bus. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/correct information: b5, d1, d4, e2, g1, g2, h4, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system was not detected on the bus. A field service engineer changed controller board on drawer 3-2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had auxiliary 3.2 was not detected on the bus. The customer stated that they retrieved the required medications from other available stations and there was a delay in patient care. There were no adverse events or injuries reported based on this event.